Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had installed a new sensor but it did not work from the start. Customer stated that this has happened twice. Customer stated that the transmitter was fully charged prior to being connected to the sensor. Customer followed troubleshooting and it turned out to be a damaged sensor needle. Customer was advised that 2 sensors will be replaced. Customer mentioned that the event was from a few days ago.